Event description:
It was reported that cgm value shown in bolus menu sometimes did not match cgm value shown on home screen. The customer¿s blood glucose (bg) level that was displayed as "low", although specific value was not provided. Customer addressed low bg by consuming carbohydrates. No corrective action was required for device because issue was due to misunderstanding of product functionality, and technical support explained that bolus menu always displays latest cgm value.